Manufacturer narrative:
This device is not available for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the saber was used for pre-dilation, however it ruptured at approximately 6atm. The balloon was changed to a non cordis balloon and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the saber was used for pre-dilation, however it ruptured at approximately six atmospheres (6 atm). The balloon was changed to a non-cordis balloon and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The rate of stenosis was unknown. The product was clinically used. The device was not returned for analysis. A device history record (DHR) review of lot 17473014 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were unknown. As provided in the IFU, ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
It was reported that the saber was used for pre-dilation, however it ruptured at approximately six atmospheres (6 atm). The balloon was changed to a non-cordis balloon and the procedure was completed successfully. There was no reported patient injury. The target lesion was unknown. The rate of stenosis was unknown. The product was clinically used. A non-sterile catheter of saber 4 mm x 4 cm 90 was received coiled inside of a plastic bag. The balloon was received deflated (apparently balloon was inflated/deflated); blood residues were noted on balloon. No other anomalies were observed on the received unit. Leak test was performed, and a balloon burst was observed on the distal section of the balloon. Sem analysis was performed to identify the cause of balloon burst and results showed that the external surface of balloon presented evidence of scratches and abrasion marks near to the balloon rupture. It is very likely that the same factors that caused the scratched and abrasion marks on the balloon outer surface may have contributed to the rupture found on the received balloon. The internal surface and marker distal marker band did not presented any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17473014 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. As provided in the IFU, ¿do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.